Event description:
It was reported that the patient, in a study, had paroxysmal atrial fibrillation and that the left ventricular lead dislodged. The device was reprogrammed to minimize the right ventricular pacing. The lead remained in use and the patient was discharged to home. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.